Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported that patient's right knee was revised due to a loose tibial component. Bone was eroding at the distal end of the tibial stem. Patient was revised to a longer stem.

Event description:
It was reported that patient's right knee was revised due to a loose tibial component. Bone was eroding at the distal end of the tibial stem. Patient was revised to a longer stem.

Manufacturer narrative:
An event regarding loosening involving an unknown gmrs baseplate was reported. The event was confirmed through clinician review of the medical records provided. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review:a review of the provided medical records by a clinical consultant indicated: suboptimal cemented fixation of a tibial device with suboptimal stem extender length in a gmrs construct with very high baseline load level have contributed to osteolysis with loss of tibial fixation requiring revision surgery. Product history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusion: the event reported that the patient's right knee was revised due to a loose tibial component. The medical report indicted: suboptimal cemented fixation of a tibial device with suboptimal stem extender length in a gmrs construct with very high baseline load level have contributed to osteolysis with loss of tibial fixation requiring revision surgery. The exact cause of the event could not be confirmed as insufficient information was provided. Further information such as device identification and return, operative reports for all surgeries, additional x-rays, clinical notes as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.